Event description:
A customer reported receiving a number of readings on their freestyle lite blood glucose monitor which were reported to be higher than how they were feeling. The timeframe in which these readings were obtained is unk. The customer then reported feeling sweaty and experiencing a loss of consciousness. They were transported to a local emergency room, where she was diagnosed with hypoglycemia. The customer reported that glucose was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.